Event description:
It was reported when using the pyxis medstation es system, the cubie drawer could not be restored. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined faulty latch. A field service engineer, replaced latch and reseated connections to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device. A field service engineer also confirmed that there was a delay in dispensing medication to the patient.